Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a packaged maxan screw was labeled as 14-521614 but actually had a 14-521514 screw in the package. There was no patient involvement.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the label is for a variable screw, but it contains a fixed screw. The entire screw is fully colored. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to a packaging or inspection error. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a packaged maxan screw was labeled as 14-521614 but actually had a 14-521514 screw in the package. There was no patient involvement.